Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted with a proglide device after a peripheral interventional procedure using a 6f sheath. Reportedly, during deployment a cuff miss [suture retrieval issue] occurred. Resistance was noted during retraction with the scar tissue. Hemostats were used to attempted to widen the tissue track to remove the device. This was unsuccessful and as the physician was afraid of causing vessel damage, he gained access through the right side. A guidewire was advanced, and a balloon catheter were used to aid the removal of the proglide device. During retraction of the device, the posterior foot was noted to have separated and left in the tissue track. A guide break was also noted, but the physician was able to pull out the device. A non-abbott closure device was used to achieve hemostasis, but hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide break, needle to cuff miss and foot separation were confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.the investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.